Manufacturer narrative:
(B)(4). Reported event was confirmed through visual inspection of the returned product, which identified white debris inside the sterile packaging, from the foam packaging. The sterile barrier on all of the boxes is still intact. Review of the device history records identified no related deviations or anomalies during manufacturing. The root cause of the reported event is likely to be due to transit damage causing the foam to shed. This is devise is being evaluated per the CAPA process. The purpose of this CAPA is to assess all current sterile barrier systems used to package products at zimmer biomet bridgend. As part of this CAPA, the pouch is being improved to use a stronger material (nylon), and foam end caps are being added. Also, the orientation the devices are packed in the shipper box is moving from vertical to horizontal, and the thickness of the shipper box has been increased. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.zimmer biomet will continue to monitor for trends.

Event description:
No further event information available for this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for the investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00200, 0001825034-2020-00201.

Event description:
It was reported that debris was found in the sterile packaging. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.